Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt stated that he was receiving results, which were 175-200 points higher than his normal readings. He reported that after he obtained a result of 300 mg/dl on the meter, he took an increased dose of insulin. He then started sweating and felt low. He treated himself with food. This occurred one day earlier, at 9:30 am. At the time of troubleshooting , it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture properly. This complaint is being reported because the pt reported that he took add'l insulin after obtaining a high result and experienced symptoms of low blood glucose, which he treated with food. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.